Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. This complaint is being reported based on the event of possible infiltrate diagnosed as pneumonia and treated with antibiotic. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower upper lobe on (B)(6) 2013. The procedure was completed successfully. Following the procedure, on (B)(6) 2013, the patient experienced exacerbation of her asthma and non-cardiac chest pain described as a dull ache on the left side. The chest pain was treated with applied heating backs and the event was considered resolved the same day. The asthma exacerbation was treated with prednisone and the event was considered resolved as of (B)(6) 2013. On (B)(6) 2013, the patient experienced back pain. The patient was seen in the emergency room on (B)(6) 2013. The back pain was treated with flexeril, ibuprofen, and vicodin. No hospitalizations occurred as a result of this event. On (B)(6) 2013, the patient experienced atelectasis. The patient had a chest x-ray performed, which showed atelectasis along with possible infiltrate. During the patient's emergency room visit on (B)(6) 2013, a CT scan showed similar results to the chest x-ray. The physician at the emergency room attributed the atelectasis/possible infiltrate to pneumonia. It was noted that the treating physician was unfamiliar with the bronchial thermoplasty procedure. The patient's physician who performed the bronchial thermoplasty has not yet reviewed the imaging and made a diagnosis. The event was treated with azithromycin and avelox. No hospitalizations occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2013 pre-bronchodilator fev1: 2.27 fev1 % predicted: 75.92 fvc: 3.81 fvc % predicted: 105.54 post-bronchodilator fev1: 2.96 fev1 % predicted: 99.00 fvc: 4.26 fvc % predicted: 118.01.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. This complaint is being reported based on the event of possible infiltrate diagnosed as pneumonia and treated with antibiotic. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower upper lobe on july 12, 2013. The procedure was completed successfully. Following the procedure, on (B)(6) 2013, the patient experienced exacerbation of her asthma and non-cardiac chest pain described as a dull ache on the left side. The chest pain was treated with applied heating backs and the event was considered resolved the same day. The asthma exacerbation was treated with prednisone and the event was considered resolved as of (B)(6) 2013. On (B)(6) 2013, the patient experienced back pain. The patient was seen in the emergency room on (B)(6) 2013. The back pain was treated with flexeril, ibuprofen, and vicodin. No hospitalizations occurred as a result of this event. On (B)(6) 2013, the patient experienced atelectasis. The patient had a chest x-ray performed, which showed atelectasis along with possible infiltrate. During the patient's emergency room visit on (B)(6) 2013, a CT scan showed similar results to the chest x-ray. The physician at the emergency room attributed the atelectasis/possible infiltrate to pneumonia. It was noted that the treating physician was unfamiliar with the bronchial thermoplasty procedure. The patient's physician who performed the bronchial thermoplasty has not yet reviewed the imaging and made a diagnosis. The event was treated with azithromycin and avelox. No hospitalizations occurred as a result of this event. Baseline spirometry values: visit date: (B)(4) 2013. Pre-bronchodilator - fev1: 2.27; fev1 % predicted: 75.92; fvc: 3.81; fvc % predicted: 105.54. Post-bronchodilator - fev1: 2.96; fev1 % predicted: 99.00; fvc: 4.26; fvc % predicted: 118.01. Additional information received since (B)(4) 2013. According to the complainant, the bt treating physicians at the site have reviewed the patient's imaging and have determined that the patient did not experience pneumonia; the event was only atelectasis. The patient was initially inaccurately diagnosed with possible pneumonia because the emergency room physician was unfamiliar with the bt procedure. The patient was treated with prophylactic antibiotics for the atelectasis. Therefore, as it was confirmed that the patient did not experience pneumonia following the procedure, this will no longer be considered a reportable event.

Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.